Manufacturer narrative:
H10: the reported 4.5 twinfix ultra ha anchor assembly, used in treatment, has been returned for evaluation. Visual assessment of the device showed the anchor has not been returned. The suture remains attached to the inserter and is intact. The inserter tines are bent and twisted. The condition of the device indicates it was subjected to excessive forces during use causing the anchor to break releasing the suture. Per the device instructions for use: ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during a rotator cuff repair surgery, while removing the inserter after the "4.5mm twinfix ha anchor" was implanted, the suture was pulled out. Although a back-up device was available to complete the procedure, it is unknown if there was a surgery delay. An additional bone hole had to be drilled and no other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.